Manufacturer narrative:
Logs reviewed. Endurance testing completed. Determined to be an intermittent fault with air manifold assembly. Replacement of air manifold assembly carried out.

Event description:
User reported that the device was unable to cool to a set temperature. Once the pressure was released, the device functioned as intended. We consider inability to cool to be reportable. There was no patient harm due to this event.

Manufacturer narrative:
Investigation ongoing, to be provided within a follow up report.

Event description:
User reported that the device was unable to cool to a set temperature. Once the pressure was released, the device functioned as intended. We consider inability to cool to be reportable. There was no patient harm due to this event.